Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor cannula was damaged. The blood glucose reading was 115 mg/dl. The customer stated that when she removed the sensor from her body, she did not see any needle. She stated that her son pulled on the sensor cannula with tweezers, and she found that it looked flat and shiny. She was concerned that the sensor had suffered from a needle fracture, since she had never seen an anomaly such as this before. She was advised that the sensor be replaced. Nothing further reported.